Event description:
It was reported that during a therapeutic ureteroscopy this ballon catheter was inflated successfully, was used to pull a stone toward the dr, was mostly deflated and then tore slightly as it was being withdrawn through the scope. The dr then used a basket to retrieve the stones and the case was completely successful with no pt complications.

Manufacturer narrative:
This device is currently being evaluated by this MFR. Following completion of the engineering eval, a supplemental medwatch report will be forwarded under the appropriate sequence number. Per follow up with the customer, the balloon tore in the scope; no pieces were found in the patient. Our directions for use state: "withdraw catheter slowly with gentle rotation in a counter clockwise direction to help the balloon fold around the catheter shaft to facilitate withdrawal. Caution: if resistance is encountered while attempting to withdraw the catheter through the scope - stop. Detach removable inflation connector from catheter. Scope may now be removed over the catheter, or catheter and scope may be removed as a single unit. We are unable at the time of this filing to determine the relationship between the device and the cause for this event.